Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical records review: the patient with history of deep venous thrombosis and inability to anticoagulated had a retrievable inferior vena cava filter deployed without difficulty. Approximately one week post filter deployment, renal vein duplex ultrasound demonstrated extensive acute thrombosis inferior to the filter. Approximately six years four months post filter deployment, the patient was scheduled for filter retrieval as it was no longer needed. The right internal jugular vein was accessed and co2 venogram was performed which demonstrated the filter to be tilted against the caval sidewall. Guidewires were passed through the filter and snared to pull the hook away from the wall. The filter was then removed with a snare device. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the medical records, the investigation can be confirmed for tilted filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter tilt - filter malposition note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the ivc. The device was removed percutaneously. The status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, six years of post-deployment, the patient scheduled for the filter retrieval, the right internal jugular vein. Filter was tilted anteriorly and to the right with the tip embedded in the wall. The grasping forceps were used to dislodge the tip of the filter from the inferior vena cava wall. Then filter was removed. Therefore, the investigation is confirmed for the filter tilt. Based on the available information definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use states: warnings: movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Filter tilt, filter malposition. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the inferior vena cava. The device was removed percutaneously. The status of the patient is unknown.